Event description:
Baxter (B)(4) received a report that an infusor had a separated stress member. It is unknown when or in which care area this event occurred. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph of the sample is available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a stress member which separated from the housing was confirmed via photographic evaluation. The root cause could not be determined, as the actual sample was not returned for evaluation. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. The lot number provided was invalid. Therefore, a batch review could not be conducted.